Manufacturer narrative:
(B)(4). This case was investigated in accordance with the manufacturer's policy. Attempts to obtain patient age were unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained indicated the device was inspected prior to usage with no damage observed, the wire was shaped during prep. When crossing the lesion resistance was met and the wire became stuck. A microcatheter was introduced to dislodge the wire unsuccessfully, resulting in both the microcatheter and wire being removed as a system. It was further reported the user applied too much torque resulting in damage to the wire. Other devices in use at the time: microcatheter: mizuki fx, 4fr angiographic catheter. No tests/laboratory data was available. No information was available. The device was returned to the manufacturer for evaluation. The wire connector was not received and the wire stuck with the guide catheter. Visual and microscopic inspection was performed on the returned device. The proximal coil was wavy and part of the coil was bunched together. The proximal coil was also unraveled from the distal hypotube joint. An attempt was made to remove the microcatheter from the wire. The wire could not be removed without risking additional damage. The probable cause of the observed damage likely occurred as a result of mechanical strain during the procedure while torque was being applied, as evidenced by the proximal coil being bunched together and the proximal coil being unraveled from the distal hypotube joint. Per the manufacturer's instructions for use IFU): warnings: never advance, torque or retract a pressure guide wire which meets significant resistance. Precautions: the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. Preparation for use: the 3 cm shapeable guide wire tip may be carefully shaped using standard tip shaping practices. For best results, shape the tip in the direction of the sensor housing opening. Do not use a shaping instrument with a sharp edge. Ensure that the tip is rotating freely and no resistance is felt when torque is applied. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported while crossing the lesion the wire was damaged. Another company's product was alternatively used and the procedure was completed. Lesion: stenosis 75%, tortuousness: slightly, calcification: slightly. This event is being reported because additional intervention required to remove the device and the wire & microcatheter were removed as a system.